Event description:
It was reported that during device interrogation, loss of left ventricular capture was observed on the patient. The device was reprogrammed and capture was successful at low output. The patient was stable.